Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Visual inspection noted one photo sample was received. Visual evaluation noted the connector appeared to be deformed/cracked. This failed to meet specifications stating "the connector must not have fractures and it must be free of grease, oils, dust and/or debris of manufacturing process." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error, forms not filled out or checked correctly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pads did not connect to the fluid delivery line. A quick look at the connection of the pad showed some deformation of the connector. The customer claimed that the pads came out of the package with the deformation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pads did not connect to the fluid delivery line. A quick look at the connection of the pad showed some deformation of the connector. The customer claimed that the pads came out of the package with the deformation.